Manufacturer narrative:
Continuation of d10: product ID:2af283 product type: balloon catheter product ID: 2ach20 product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the arctic front advance ous 28mm catheter, a transseptal puncture was performed and the cryo consumable was successfully placed into the opening of the patient's left superior pulmonary vein. After balloon inflation, the patient began coughing incessantly and coughed up blood, which made it impossible to continue the surgery. The procedure was aborted, and following the surgeon's instructions, the balloon was deflated and the consumable was removed from the patient's body. It is unknown if there was any patient injury or hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 flexcath advance steerable sheath with lot 0012800986 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 psig showed the pressure decay in the device was 0.02983 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.00619 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00734 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported clinical issues cannot be assessed through testing. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.